Event description:
It was reported that a large volume intermate had a missing fill port cap ("top tip"). There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 12a087 was manufactured between january 31, 2012 to february 1, 2012. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated for the reported event. A visual inspection was performed with no issues noted. The reported issue was not verified through evaluation and the product met the specification. Should additional relevant information become available, a supplemental report will be submitted.